Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the interface pcb to system pcb flex cable. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that several of the device's buttons, including the analyze button, are not responding. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.